Event description:
The user facility reported that the angio-seal device anchor rupture was caused by the incident. Preoperative diagnosis indicated critical ischemia in the lower limbs. The surgical procedure involved super-selective angiography of the right lower limb, including initial, positioning, and control phases, plus intraoperative transluminal angioplasty of the common femoral, superficial femoral, popliteal, and posterior tibial arteries, performed four times. Additionally, rotational atherectomy of the femoropopliteal segment and color doppler imaging were conducted. The surgical steps included the patient in a supine position under sedation and local anesthesia with 1% lidocaine, followed by asepsis and antisepsis. Intraoperative color doppler facilitated the identification of the common femoral artery, which was punctured under ultrasound guidance using a cook micro puncture kit, and a 7fr femoral introducer was placed and secured with 3-0 nylon. Selective characterization of the common and superficial femoral artery was achieved with a 0.035"x260 cm hydrophilic guidewire and a cook 4 fr vertebral catheter. Initial angiography revealed a patent common femoral artery with significant stenosis at the bifurcation level, a patent profunda femoral artery, and a distally occluded branch. The superficial femoral and popliteal arteries exhibited multiple stenoses up to the p2 level and were of thin caliber, with the popliteal artery below the knee being of adequate caliber. The anterior tibial artery was occluded at the origin, while the tibioperoneal trunk was patent without stenosis, and the posterior tibial artery had two stenoses around 70%. The fibular artery was patent but did not emit perforators distally to the foot. Lesions were bypassed using a 0.035x260 cm cook guidewire and a cxi 4fr support catheter, followed by an exchange for a 0.014x300 cm boston thruway guidewire. Rotational atherectomy was performed with a jetstream 2.1/3.0 mm device in the femoropopliteal segment, followed by angioplasty with ranger drug-coated balloons sized 4x120 mm and 5x200 mm in the popliteal, superficial femoral, and common femoral arteries, guided by roadmap arteriography. Guided by the roadmap, selective catheterization of the posterior tibial artery was carried out, followed by angioplasty using an advance cook balloon measuring 2mm x 120mm. Superselective control arteriography yielded positive results. The removal of the device was attempted, aiming to place an 8fr angio-seal; however, the placement was unsuccessful due to device rupture. Manual compression was then applied, along with a compressive dressing. A total of 240 ml of optiray contrast agent was utilized. This was followed by the development of artery thrombosis, necessitating a thrombectomy using a fogarty catheter. Additional information received on 18 jul 2024: the patient experienced damage, risk, and an extended hospital stay due to arterial thrombosis, necessitating the doctor to conduct a thrombectomy. Additional information received on 24 jul 2024: during the deployment, the anchor experienced a rupture. The estimated blood loss was under 250ml. The occlusion may have resulted from the angio-seal or possibly from more forceful compression, considering the patient's anticoagulation status. The patient remained stable and was subsequently discharged following surgical intervention.

Manufacturer narrative:
A3b: gender: n/a. D6b: explanted date: device explanted is unknown. E1: phone number: requested, unknown. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot # combination was conducted with no findings.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to update section h3, and to provide the completed investigation results. One (1) photo of the sample was provided. The photo was examined and appeared to show the tamped collagen. The anchor was not intact with the collagen in the photo and may have detached during the operation. It is possible that excess tamping was performed which caused the anchor to detach or the collagen to tear, although this could not be confirmed since the device was not returned for evaluation. If the device had been tamped beyond the distal tip of the black compaction marker, then it is possible that the implantable components were damaged which caused the issue to occur. The angio-seal vip instructions for use (IFU) provides the following information concerning over tamping: - note: once hemostasis is achieved, do not tamp to intentionally go beyond the distal end of the black compaction marker in order to prevent anchor deformation and/or collagen tearing. - anchor fracture or embolism - examine device to determine if anchor has been withdrawn. If bleeding occurs, apply manual or mechanical pressure to the puncture site per standard procedures. If anchor is not attached to the device, monitor the patient (for at least 24 hours) for signs of vascular occlusion. Clinical experience to date indicates that tissue ischemia from an embolized anchor is unlikely. Should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. As a result, the complaint was confirmed for an adverse event post deployment. The exact root cause cannot be determined. The likely cause was determined to have been over tamping causing the anchor to detach and resulting in revision surgery. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).